Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an air exceeded limit alarm during administering an intravenous immunoglobulin at the infusion center. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.